Manufacturer narrative:
(B)(6). (B)(4). The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set was leaking from an unspecified location. The leak was observed during a gravity infusion to a patient with lactated ringer¿s solution. There was no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
The lot number; r17l13018 was inadvertently left out of the previous submission. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was manufactured (B)(4) 2017 - (B)(4) 2017. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage under water at 8.0psi +/- 0.5psi were performed and a leak was observed at the first y-site clearlink of the top segment. The component was retested under water at 70 psi and the component didn¿t leak. The reported condition was verified. The cause of the event is due to the silicone gland disarrangement during the assembly process of the y-site. After the first leak test was performed the pressure exerted by the air caused the gland to take its original position. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.